Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Due to ambiguity, the trocar pin that is embedded in bone is either the part/lot mentioned above or: name: nexgen headless trocar drill pin 75mm bx4. Catalog#: 00590102000. Lot#: 66018837. Expiration date: sep 18, 2033. UDI: (B)(4). Manufacture date: sep 21, 2023. G2 foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, a trocar drill pin became embedded in the bone and could not be removed. The surgery was completed without further issue.